Manufacturer narrative:
The radiometer investigation has not been able to determine the root cause due to lack of data provided.

Event description:
According to the complaint on 23may2023, the user replaced the solution pack (sp) on an abl90 flex analyzer (serial number: (B)(6)). On (B)(6) 2023, the user did the blood gas test, and the analyzer prompted there was no sample in the sampling chamber. The engineer instructed the user to re-install the sp, but the analyzer still prompted there was no sample in the chamber. It delayed the test and the patient's treatment. There was no harm caused.